Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown as the customer opened up the box containing the new pump for the first time and viewed the cracked touchscreen. Customer¿s blood glucose was 137 mg/dl. As the pump was still functional, customer continued to use the pump for insulin therapy.